Manufacturer narrative:
This follow-up report is being filed to relay corrected information. This follow-up report is being filed to relay this report is a duplicate of 1825034-2016-03935.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. Initial reporter - the article was written by wesley g. Lackey, merrill a. Ritter, michael e. Berend, robert a. Malinzak, philip m. Faris and john b. Meding. This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2016-03929 / 03930).

Event description:
Information was received based on review of a journal article titled, ¿midterm results of the vanguard ssk revision total knee arthroplasty system,¿ which retrospectively reviewed the midterm results of the vanguard ssk revision knee system in 272 patients (297 knees) implanted between 2005 and 2013. Two patients were identified in the study who underwent revision procedures due to failed total knee arthroplasties, during these procedures the vanguard ssk components were implanted. There has been no further information provided and the patient outcomes are unknown.